Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that a family member discovered two leaking cartridges upon routine cartridge changes on (B)(6) 2011 and (B)(6) 2011. She stated that the cartridges are routinely changed every three days, and the next cartridge change was not due until (B)(6) 2011, but the pump gave a low cartridge warning this morning. The family member reported that the patient's blood glucose was 470 mg/dl yesterday morning with no signs or symptoms of hyperglycemia and no ketones.